Event description:
Clinical study: 120 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was 2.6mm, 95% stenosed. Bifurcated proximal circumflex (prox cx). The physician treated the lesion in the index procedure with predilation and successfully placing a taxus express2 8.8% 2,75x12mm drug eluting stent. The pt was discharged the next day on plavix and aspirin. 6 mos after the procedure, it was reported that the pt had expired 2 mos prior. There was no autopsy and in the opinion of the physician the cause of death is unk, and the relationship of the death to the target vessel is unk.

Event description:
It was further reported that target lesion 1 was a type d bifurcated lesion (7mm long). Target lesion 1 was treated reducing stenosis to 0%. 120 days after the procedure, the pt was hospitalized for evaluation of recently diagnosed metastatic adenocarcinoma. The pt was dischraged home with hospice 8 days later. In the opinion of the physician, "this event was not felt to be study related". The pt expred 1 month later. In the opinion of the physician the cause of the death was felt to be adenocarcinoma of the colon. An autopsy was not performed, and it is unk if the target lesion was involved.